Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose between 45 mg/dl and 48 mg/dl which was treated with soda. Trobleshooting was performed and customer was assisted with settings. Customer did not believe that basal rates were correct. Customer was advised to monitor insulin pump.